Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery #2 (rca#2). A 1.50mm rotapro catheter and a rotawire were selected to be used for procedure. The rotapro was prepped and platformed at 200,000rpm outside the patient, then advanced over the wire. During withdrawal, there was a severe resistance midway when the physician tried to remove the device in dynaglide mode. The device could not be pulled out, it was observed that the burr and the wire were stuck together, and the devices were then removed together. The procedure was completed with this devices. There were no patient complications reported and the patient's status post procedure was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of the rotawire drive. The rotawire was received within the rotapro used in the procedure. In order to inspect the wire, it was removed from the returned rotapro device with resistance. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that there was a kink in the wire at the proximal end. There were no other damages or irregularities identified with the spring tip. Further testing was performed by attempting to re-insert the returned rotawire into the returned rotapro device. The returned rotawire could not be reinserted due to the kink at the proximal end. Product analysis confirmed the reported event, as there was a kink identified at the proximal end of the wire, creating resistance when removing the wire from the returned rotapro device and simulating a stuck rotawire.

Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery #2 (rca#2). A 1.50mm rotapro catheter and a rotawire were selected to be used for procedure. The rotapro was prepped and platformed at 200,000rpm outside the patient, then advanced over the wire. During withdrawal, there was a severe resistance midway when the physician tried to remove the device in dynaglide mode. The device could not be pulled out, it was observed that the burr and the wire were stuck together, and the devices were then removed together. The procedure was completed with this devices. There were no patient complications reported and the patient's status post procedure was stable.